Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
During the surgery of an laparoscopic appendectomy, while firing the device there was a loud sound. Some staples were deployed although very strangely formed and the knife did not cut any tissue. An endogia was taken to finish the procedure. Laparoscopic appendectomy. On (B)(6) 2018.

Manufacturer narrative:
(B)(4). Batch # l5231v. The analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.